Event description:
A pt underwent a therapeutic procedure for hemostasis treatment of a gi bleed. The resolution clip device would not deploy. The procedure was successfully completed with use of another of the same device. The pt did not sustain any reported complications or ill effect as a result of the deployment issue. The pt condition is noted as good.